Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance alert. Boston scientific technical services (ts) was consulted and discussed the shock impedance measurements began gradually rising over the previous months. Additional rv parameters were reviewed by ts and found to be stable. There was no evidence of noise on the rv lead. Ts suggested to perform isometric testing with the patient at the clinic. Ts also suggested turning on the non-sustained ventricular tachycardia (nsvt) alert in latitude next and to continue monitoring the patient. Additionally, ts recommended to consider increasing the shock impedance alert limit to 150 ohms. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.